Event description:
It was reported that via a merlin at home transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed on a stored egm. Programming changes were made and device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received states when an asymptomatic patient presented to the clinic for a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.